Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer had repeatedly failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1-3 had failed to open. The field service engineer reported that upon arrival, the unit was functioning normally and the drawer operated without issue. The fse observed that a glass-vial medication stored inside the mini-drawer could have shifted and potentially jammed the drawer, which may explain the reported problem. The drawer was also found to be full, indicating it had likely been refilled since the incident. The fse removed the mini-engine and confirmed there was no debris in the track, though minor wear was observed. As a precaution, the mini engine was replaced. The fse verified proper functionality of all mini drawers, with additional testing performed on drawer 1-3, and the unit tested successfully. The system functioned as intended after the field service engineer repaired the device.